Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not return a sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure, the scrub technician removed the forceps from the package via sterile technique and handed to the surgeon, who then said the forceps were defective and would not open. A different forceps was used. The case was completed without patient harm.